Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/18/2020. Device evaluation summary: complaint sample not received for investigation. Retain sample investigation: five retain samples of incident codes nw2341 and lot number t9010 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. Batch record review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it is evident that there was no issue related to the suture quality and processing of this incident lot. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to meets the usp average knot pull tensile strength requirement. All the individual as well as average knot pull tensile strength values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and suture was used. The suture kept breaking while using the same. There were no adverse patient consequences reported.